Manufacturer narrative:
The reported event the black cap (flushing port) had detached was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
A black port broke off of the device and was found during preventative maintenance conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.

Event description:
A black port broke off of the device and was found during preventative maintenance conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.